Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that a neonate's capillary blood glucose was tested, using the performa system, with a result of 50 mg/dl. The neonate's blood glucose was reportedly retested, on a lab instrument, with a result of 73 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.